Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in patient. Device issue: dislodged stent. It was reported that the procedure involved a direct stenting with a 3.5 x 18 mm multi link vision stent. After inflation at 19 atm, it was noticed that the stenosis had not opened adequately and that there was no stent in the artery. The previous images were reviewed and the physician could see clearly the marker of the balloon, but there was no stent. He withdrew the stent delivery system (sds) and saw only the balloon. The stent was not anywhere. However, please note, once they opened the package, they did not check to see if the stent was on the balloon before it was implanted. He then finished the case with another bare metal stent. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation-the IFU states, "prior to using multi-link mini version rx or otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." The IFU states to "pre-dilate the lesion with a ptca catheter." Direct stenting was performed, which may have contributed to the dislodgement. Per the IFU "monitor balloon pressures during inflation. Do not exceed rated burst pressure as indicated on product label. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection."